Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a biocath foley catheter was inserted and the patient complained of urethral pain. The catheter was removed immediately and a silicone catheter was inserted. The patient had a known latex sensitivity. Two weeks after discharge the patient sent a letter of complaint to the hospital voicing her concerns that a latex catheter being available for use. Further details will be sent through by the hospital when the incident is investigated. It was later reported from the international business center (ibc) via email on (B)(6) 2018 that the patient had multiple medication allergies, which included a known latex sensitivity. The product used in this instance was a biocath 12fr. The patient complained of urethral discomfort and burning sensation immediately after the biocath was inserted. The customer would not disclose if any medication was administered, however the patient did allegedly receive hydrocortisone (solu-medrol) 125mg IV. The patient did not require any additional hospitalization for the reaction.